Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's last implant she charged once a month for 4 hours and she was told her new implant she would recharge every 2 weeks for 1 hour. Patient stated she was charging every 1 to 2 days for 1 hour then was recharging the controller after and felt like she was recharging something all the time. Patient was upset and felt like she was not trained sufficiently and lied about programming. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's husband has been reporting that ins is dying every day. The ins is not working and not helping the patient's pain. Patient was provided with several programs (ld, simple bipole, normal pw) at replacement by another rep. On (B)(6) 2020 they performed programming, adaptive stim was enabled, patient was feeling stim and getting coverage and caller never heard from patient after that. At appointment on (B)(6) 2020, caller was able to reprogram to lessen recharging burden to every 8 days. Contacts 0 and 3 have relatively high impedances (reportedly not out of range, showing green check but were very high) so they aren't able to get therapy with those contacts and had to use middle contacts but patient was receiving coverage so it wasn't an issue. Caller indicated that all that was done at the replacement on (B)(6) 2020 was replace the ins so there seems to be a disconnect with the patient and patient's husband given that all these issues have now appeared. Patient's husband appears to be doing a lot of interfacing with the system and using the controller so caller reminded patient that they need to be the one to adjust stimulation as they know what feels best and is most effective. Caller noted there is a language barrier with the patient. The rep was using 13- and 14+ 450us 50hz 3.9ma 13+ 14- 330uss 4.3ma. The caller stated that the patient was getting coverage.